Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor glucose versus blood glucose difference, change sensor alarm and calibration not accepted. Customer's blood glucose at time of incident was 12.9mmol/l. The customer reported that pump suspended at 3.9 despite blood glucose of 12.9mmol/l. The customer stated previous sensor lasted only three days before change sensor following calibration errors. The customer is aware to calibrate when blood glucose is stable. The customer current sensor glucose is 11.4 and patient current blood glucose is 10.9, as sensor glucose now currently in range. The customer agreed to send out replacement for previous sensor.